Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump's act button did not respond due to flattened button dome switch. No button error alarm noted. Unable to verify weak battery alarm due to no button response. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
Customer called in for assistance with a weak battery. Customer's blood glucose was 127 mg/dl. Troubleshooting helped the customer clear the alarm. Customer stated that the buttons on the insulin pump were unresponsive. Customer also stated there was a weak battery mattrix alarm to button error alarm. Customer stated he has not been using his pump for 9 days. He is currently resorting to his back-up plan of insulin injections. The customer could not recall any significant events leading to the alarm. Customer is advised to revert to his back-up plan while a replacement insulin pump was being shipped. No additional information is provided.